Manufacturer narrative:
Device was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had flashing and blank display. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer was unknown. Customer did not provide any symptoms regarding to high blood glucose episode. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.